Event description:
It was reported by the aci sales professional that a (B)(6) patient with no known ventricular tachycardia (v-tach) had a colonoscopy on (B)(6) 2012, where a sizable polyp was removed. The patient underwent a diagnostic left and right heart catheterization procedure on (B)(6) 2012, as a pre-op clearance was needed for a scheduled heart transplant. A 6f procedural sheath was inserted into the right groin at the bifurcation of the profunda for arterial access along with a 7f venous sheath access. Prior to the procedure, the patient's international normalized ratio (nr) was 1.7, and his blood pressure reading was 90/60 mmhg. Following the procedure, the physician who is a trained user of the mynx, selected the device for femoral arterial closure. It was also reported that during the left and right heart catheterization procedure, the atrial (aortic) valve was not crossed due to the amount of thrombus present. There were no complications reported during the procedure and mynx successfully achieved hemostasis with a small hematoma noted (exact size not provided). The 7f venous sheath was then pulled and successfully managed hemostasis with manual compression. The patient was returned to his room for observation. It was documented that the patient had palpable distal pulses throughout the night and the following morning. Twenty-four hours post catheterization procedure, the patient got out of bed to use the restroom and he noticed numbness and tingling in his knee and toe. Examination revealed that pulses were not present and the leg was classified as being cold. After consultation, the physician's next plan of action was for the patient to undergo a surgical procedure to determine the cause of the cold leg symptoms. However, the patient went into ventricular fibrillation (vfib) and cardiopulmonary resuscitation was (CPR) performed but the patient did not respond and was pronounced dead before the surgery could take place. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. The review of the design/process fmea confirmed that the failure mode has been identified in the risk management document.